Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that urine would not drain through the catheter.

Manufacturer narrative:
Received 1 unopened foley catheter. The reported event was unconfirmed. Per the visual inspection, the exterior was inspected and did not find anything to contribute to the reported event. Per the functional evaluation, the balloon was inflated with 10cc of water and flowrate testing was administered. The flowrate was 790cc/min. The specification for this product is 750cc/min, so the sample met specification. The reported event was unable to be duplicated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine would not drain through the catheter.